Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on, response buttons) has been confirmed. As received, the monitor was unable to power on. Upon investigation, there was liquid contamination, causing corrosion on the rear button connector and the j1005 connector pin. The cause for the failure was isolated to the contaminated button connector. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on and that the response buttons were not functional.